Event description:
It was reported that the user experienced hypoglycemia after not eating and not announcing, with the device reportedly driving glucose ¿super low,¿ and a prior similar event referenced in a past case. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of the survey and linkage to a prior similar report. Investigation of this case revealed insufficient information to determine a device malfunction, with user behavior noted as a contributing factor and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.